Event description:
It was reported the customer was unable to get past the fill tubing screen on their insulin pump. The customer also stated their insulin pump would not stop pumping insulin out. Customer stated they had changed their reservoir, but the issue persisted. Troubleshooting assisted the customer will priming their tubing until drops of insulin came out. It was also found the customer's time was off by one hour. Customer also reported experiencing a high blood glucose of 200 mg/dl. The customer declined to troubleshoot for their high blood glucose. The customer did not observe any bent cannulas. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.